Manufacturer narrative:
A replacement pump was sent to the customer.  In follow up with a medela clinician on 1/27/2017, the customer stated that she was prescribed clindamycin for her mastitis.  She also stated that she has not had any more issues with mastitis or cracked nipples.  The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that her medela pump was making a strange noise and will slow way down during pumping.  The customer also reported that she had mastitis and cracked nipples.